Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer¿s blood glucose level was 286 mg/dl. Customer treated their blood glucose via manual injection and bolus delivery. Customer¿s current blood glucose level was 114 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they did not know the size of the air bubbles and that they were both inside the reservoir and infusion set. The product is not expected to return.